Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Visual inspection revealed there were offset coils in the guide wire near the distal end. The guide wire also appears slightly kinked which is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The offset coils in the swg body were located 20 mm from the distal tip. The total length of the swg measured 4.625" which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.389 mm which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.017" which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire contained one kink in its distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "doctor found it was kinked at 2cm point from the the tip of swg (spring wire guide)". It was found before use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor found it was kinked at 2cm point from the tip of swg (spring wire guide)". It was found before use on a patient.